Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user tried a new sensor the last two days and keeps getting scan unsuccessful alerts. The patient was not connected to the pump, so he disconnected because he saw the dosing had stopped. The patient is using the freestyle libre 3+ along with the ilet. The agent assisted with pairing the sensor. There was no report of any patient harm or adverse event associated with this report.